Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the gas delivery system (gds) assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was causing problems in the oxygen supply when the est test is performed, around 21%. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
H10: the removed gas delivery system (gds) was returned to the product investigation lab (pil). The pil technician installed the gas delivery system (gds) into a pil ventilator to duplicate the reported issue. The gas delivery system (gds) was tested, and pil is unable to confirm the complaint that the extended self-test (est) has problems at 21%. Performing the est at ambient o2 levels without a pressurized o2 source connected to the ventilator will result in failure, which is intended functionality. However, pil does confirm that the gds fails the o2 mix accuracy testing at the 30% and 60% ranges. H11: d4 - product UDI #.